Event description:
It was reported that the patient underwent a surgical procedure wherein this inflatable penile prosthesis (ipp) was explanted for an unspecified reason. All components were removed and a new ipp implanted. There were no patient complications. The explanted components are not expected for return. A supplemental report will be filed should additional information received or the device returned for analysis.